Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had to go into the emergency room (ER) for an allergic reaction to some medicines they were taking on the 22nd of march. The patient stated they were given benadryl and when they were trying to relax, they were getting muscle spasms like twinges. The patient said they figured out the twinges were from the device inside them and had to turn it off. Agent asked patient if they believed the medicines were reacting with the implant and patient said no, it was the fact that the unit was not letting them fully relax because it was sending vibrations and giving them spasms. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.